Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lots was reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that " a lot" of irrigation came out from the valved trocar cannula at the beginning of surgery. The case was able to be completed with no harm to the patient. Add'l info has been requested.